Manufacturer narrative:
Operator of device: unknown. A product sample was received for evaluation. Investigation and root cause analysis are in progress. Results will be submitted in a supplemental report.

Event description:
It was reported that the pump had a cassette error before infusion. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the downstream occlusion sensor alarmed constantly upon powerup. Root cause of the reported event is unknown. An inoperable downstream occlusion sensor will be replaced. A nonconformance report (ncr) was created to investigate the failure mode of the reported event which is ongoing. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: model number: 2120, e4: correction: initial reporter sent to FDA: unknown, h4: correction: device manufacture date: updated.